Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy when the device was found to be in back up vvi mode. It is unknown if the therapy was appropriate. The patient was feeling nauseous and dizzy at the time. The device was successfully restored with a device download. The patient was in stable condition and monitoring will continue normally.